Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and another manufacturer¿s right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. The lead safety switch (lss) was triggered due to the out of range impedance measurements and changed the polarity of the lead to unipolar pacing vector. During in office interrogation it was noted that the ra pacing impedance measurement had started increasing a little over one month earlier. When in the office the ra impedance measurement was within range and stable between 480 to 520 ohms. The ra lead exhibited good threshold and sensing measurements. Further review found oversensing of noise on the ra channel after the lead was in unipolar configuration. The noise was unable to be recreated with isometrics. Boston scientific technical services (ts) was consulted and discussed further troubleshooting and reprogramming options. The medical personnel noted that they would continue to monitor the pacemaker and other manufacturer¿s ra lead. At this time both products remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the pacemaker and another manufacturer's right atrial (ra) lead continue to exhibit high out of range pacing impedance measurements. At this time the pacemaker and ra lead remain in service and no adverse patient effects have been reported.